Event description:
Note: additional info received by anika on (B)(6) 2010. In jan, the pt had hydrelle injected in his cheeks. On (B)(6), doctor said he had swelling on both sides of his cheeks and almost cellulitis. He started on steroid and then changed to antibiotics on (B)(6). Dr tried to drain areas and also took some cultures. About 6 weeks after injection, developed redness, swelling and firm bumps. Antibiotics and steroids were given. Areas had to be drained several times. By mar 15th, reaction to hydrelle was gone.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.